Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 05 occurred. Reportedly, the customer had followed the prompts during the load sequence. Additionally, it was reported that multiple occlusion alarms occurred. Customer changed pump supplies to address the issue. Customer's blood glucose level was 361 at the time of the event.